Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Phone number not provided.

Event description:
It was reported to philips that the device takes 3 minutes to turn on after "turning the ignition". There was no reported patient involvement.